Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that keypad unresponsive/button error alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
On the event date 26-november-2021. Customer returned insulin pump for an alleged buttons not responding. Insulin pump passed displacement test and self test. Insulin pump received with intermittent button response due to unlocked keypad connector. The insulin pump was cut open to perform visual inspection and found unlocked keypad connector during visual inspection. Insulin pump history successfully downloaded. However, there is no data available on event date and time of alarm at the insulin pump history file. Insulin pump was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: no customer damage found. Confirmed intermittent button response due to keypad connector not plugged in properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.